Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damaged keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. No moisture damage electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that he wore the insulin pump while jet skiing. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.